Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the ventilator power supply is not charging the backup battery. The customer reported there was no patient involvement.